Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for cervical radiculopathy and spinal pain. It was reported that the patient had been to the emergency room (ER) numerous times because his legs were failing. This had occurred for the past two years as of (B)(6) 2017. The patient was admitted overnight when he went to the ER in (B)(6) 2017, the week prior to (B)(6) 2017. The patient went to the ER again on (B)(6) 2017. The patient saw his primary care physician the month prior and they had advised the patient to get the stimulator removed. It was noted that the implanting doctor¿s office was taking a long time to get an appointment. The patient was to follow-up with a healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient.it was has not been determined whether the legs failing was due to the manufacture device or therapy. Device was removed (B)(6) 2017. Her legs still not right. No further patient symptoms or complications were reported in this event.